Manufacturer narrative:
The device ro 15 066 was inspected for investigation purposes. The tests performed confirmed that the play was caused by the instrument holder. A new instrument holder was installed.

Event description:
During a device test as part of the preventative maintenance, it was identified that the instrument adaptor was non-functional. There was play inferior to 1 mm between the top of the instrument holder cylinder and the adaptor. There was no patient involvement reported.